Manufacturer narrative:
The insulin pump was received with completely destroyed case, electronic assembly and motor. The insulin pump was unable to perform functional testing due to damaged insulin pump.

Event description:
The customer's mother reported via phone call that the insulin pump was chopped up into pieces. The customer's blood glucose was unknown at the time of incident. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.